Event description:
Related manufacturer report number 3006705815-2022-01385. Related manufacturer report number 3006705815-2022-01386. It was reported that the system was explanted due to the system being malfunctional. Additional information was not provided regarding the issue. The device system was explanted. No additional information was provided.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The reported event for scs malfunction was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing. During processing of this incident, attempts were made to obtain complete device information.